Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a reported glucose of 400 mg/dl and a cgm trend indicating rising values while driving; the user had taken benzonatate for a cold, previously treated a low with four glucose tablets, had not eaten since, and noted no pump alarms or visible infusion set issues but planned to change the teflon 6 mm infusion set when able. Symptoms included feeling unwell, thirst, and impatience. Outcomes included user self-management actions, including hydration and a plan to disconnect and administer an injection if glucose continued to rise. Investigation included technical support troubleshooting and user education for high glucose management. Investigation of this case revealed no confirmed device malfunction and a potential infusion site or delivery issue could not be ruled out. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.